Manufacturer narrative:
One opened probe was received, with a tip protector, in a pouch. The sample was visually inspected and found to be nonconforming with a void in the probe needle welded cap. The sample was then functionally tested for actuation and aspiration. The sample was found to be conforming for both functional tests. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be functionally conforming, therefore aspiration failure as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. However, unrelated to the reported event the evaluation found the probe needle visually nonconforming with void on the welded cap, the visual nonconforming probe needle is related to the probe manufacturing process. A nonconformance investigation has been initiated associated with the void in the probe needle welded cap. No additional actions have been taken by the manufacturing site as the reported aspiration was not confirmed. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is:(B)(4).

Event description:
A physician reported that aspiration failure of the probe occurred and aspiration did not apply at all during vitrectomy surgery. The surgery was successfully completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).